Manufacturer narrative:
This is a final report. It should be noted that the customer was using test strips that are not compatible with the omnipod as per label copy. No products are being returned, and no investigation is required. Two attempts were made to obtain additional information from the customer without success.

Event description:
A customer reported she purchased incorrect test strips for use with her omnipod, and experienced an injury. The customer reported on (B)(6) 2011 between 9:30-10am she "went into kidney failure possibly from having incorrect test strips and resulting in a hospital stay." The customer also mentioned her readings had been high and low prior to this incident "from omnipod". The customer reported at the time of the medical event she was "losing consciousness, talking and not making any sense and unable to urinate." The customer self-presented to a medical care facility, and reported she was diagnosed with kidney failure. No other diagnoses were reported. The customer stated she was transferred to the intensive care unit for 3 days, the progressive care unit for 5 days, and received treatment with dialysis, insulin, antibiotics and pain medication. There was no report of death or permanent injury associated with this case.